Event description:
Inside rep, stated the controller is being returned and replaced because tech services told them to check the controller out from a different chair, which they did and it fried while trying to replace it. But no reason provided for the motors, except that they do not work. Dealer states getting 5 flash, indicating right brake sitting in chair is faulting. Dealer swapping leads to confirm.

Manufacturer narrative:
(B)(6) 2015 - should additional information become available, a supplemental record will be filed.